Event description:
It was reported that during a stenting treatment procedure stent damage occurred.the 90% stenosed target lesion was located in the moderately calcified and non tortuous proximal ostium of the right coronary artery. The 3.5 x 16mm ion mr stent was advanced, but was unable to cross the lesion. The physician removed the device and noticed that the stent struts were "compressed and flared up". Following predilatation with a 3.5 x 15mm nc quantum balloon a 4.0 ion stent was successfully deployed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).device evaluated by MFR.:the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)